Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during general soft tissue repair and/or ligation, the suture and the needle broke during use for no reason. Surgeon replaced the suture to resolve the issue. No patient injury.